Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer removed the battery and the device was beeping. Customer reinserted the battery and device was blinking and vibrating. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for two days and no unexpected powering off, blank display, flashing display, or vibrate alerts were noted. Verified that the battery tube power connector was properly connected. The pump was received with a scratched case and a pillowing keypad overlay.